Event description:
(B)(6) advia centaur (B)(6) results were obtained on samples from two different patients. The patient samples were tested on an alternate method and the results were reactive. Confirmatory testing results were (B)(6) for both patients. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR on february 03, 2014. On 03/26/2014 additional information: the initial MDR stated "siemens healthcare diagnostics has requested the patient samples for further testing." The patient samples were received on march 6th, 2014 with minimal volume. The patient samples were compromised and could not be tested. Further investigation cannot be conducted since patient samples could not be tested.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient samples for further testing. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."